Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 2.0, 4.9, 4.4, 4.6. Caller tested again with new strips: date: (B)(6) 2010; inr: 1.9, 2.2. Also, received nes error on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.